Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer stated that the pump was not dropped or bumped prior to the alarm. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.